Manufacturer narrative:
Result of investigation: the device in question (8404acx c-mac video laryngoscope mac #3, serial number (B)(6), manufactured 01-dec-2023) was received by the manufacturing site in germany on 29-jul-2025 for investigation. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description "intermittent light when in use" was confirmed, and further defects were detected. In total the following defects were detected: · customer complaint not found. · complies with specifications. · blade damaged . · adhesive points on camera head worn . · leak between plug and cover . · software version is up to date. · number of operating hours: 11 h 24 min. · number of times switched on: 70 x . The device has not been repaired or maintained until now. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was intermittent light during use. No negative impact in state of health reported.